Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the lens was inserted into the eye but caught in the wound. Hence the lens was removed and disposed off and a replacement lens was used to complete the surgery. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).